Event description:
It was reported that during an lavh procedure, the device would not load. Upon further inspection, it was noted that the back of the reload was broken off in the device. Pulled another device to continue without patient consequence.